Event description:
The patient reportedly experienced swelling and infection at the implant site. It was suspected that there was an evidence of transient biofilm. The patient's swelling caused device intermittencies that could not be resolved with reprogramming. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.